Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes customer reports about foreign matter in the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this report is about fm in blood collection tubes.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes customer reports about foreign matter in the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this report is about fm in blood collection tubes.